Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that on (B)(6) 2015 the insulin pump alarmed no delivery. Blood glucose value was 283 mg/dl. They treated with a bolus and later, his blood glucose was 495 mg/dl. It was stated that the customer received another no delivery alarm the morning of the call during prime. Blood glucose value was 180 mg/dl. The alarm was resolved by a complete set change.